Manufacturer narrative:
(B)(4). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Patient code (B)(4)-no code available used to capture altered surgical plan due to inability to remove nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient was implanted with the femoral nail for shaft fracture (ssfn) on unknown date. Patient was returned to surgery on unknown date for revision due to a non-union. During the revision procedure, surgeon attempted but was not able to remove the nail from the patient. The outcome or consequence to the patient is not known at this time. The revision due to non-union is addressed in (B)(4). This report addresses the inability to remove the nail. This report is for one (1) femoral nail for shaft fracture this is report 1 of 1 for (B)(4).